Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo review: visual analysis of the photographs identified a device two devices inside a package (peel pouch). There are no more photographs to analyze the devices. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side ¿capsular contracture baker grade iii.¿ the device has been explanted.